Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap.

Event description:
It was reported that the back end of the insulin pump came out during the prime process. The customer's blood glucose was 177mg/dl. Troubleshooting was performed. It was stated that the drive support cap was protruded and loose. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.